Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detect. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of (B)(6) 2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-18: user has high glucose value".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 02-apr-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated no medical intervention since the last call. Customer stated original meter was working correctly because her glucose was elevated that she saw a result of 595 mg/dl. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result is 180 mg/dl. At the time of the call the customer reported having increased thirst; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of hi using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 09/17/2021 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history; customer is legally blind, results are what was given from customers recollection: (B)(6).